Manufacturer narrative:
(B)(4), d10-medical product: tibia cemented 5 degree stemmed right size c, item# 42532006402, lot# 65282268. Femur cemented (cr) standard nitrided right size 7, item# 42572606202, lot# 65148467. Articular surface (mc) right 10 mm height, item# 42522100410, lot# 63845996. Palacos mv 1x40 us, item# 5087347, lot# 97971007. Palacos mv+g 1x40 us, item# 5051207, lot# 96794917. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient experienced progressive persistent pain and was prescribed medication approximately two years and three months post implantation. The patient was prescribed medrol dos pak and the issue resolved. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was reported progressive/persistent moderate pain, started on medrol dos pak, and resolved. Along with worsening lower back pain (not related to study knee). Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.